Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7104543. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 535151.

Event description:
It was reported that the patient experienced undesired stimulation in the rib despite the reprogramming done. All device components were explanted and were not returned as they were kept by the medical facility.